Manufacturer narrative:
Corrected: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. There was a mechanical issue with the delivery system introducer. The seal cap was detached from the seal body of the delivery system introducer. The analyst noted the introducer was returned with the dilator separated from the sheath of the introducer. The dilator could not be screwed into the seal cap of the introducer as the seal cap was installed upside down within the seal housing. The latches for the seal cap are not aligned and in the seal housing latch holes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure the introducer sheath and dilator could not be screwed into each other because some piece was broken. The introducer was attempted/not used and replaced. No patient complications have been reported as a result of this event. It was further reported that the screw in mechanism of the sheath and dilator was broken.